Event description:
A hospital reported a patient was treated with keratitis with inferior infiltration after use of acuvue contact lenses. The date of injury is in 2005 and the report notes hospitalization was required.